Event description:
The customer reported air/water flow issues from the air/water flow system on the evis lucera elite gastrointestinal videoscope. The issue was found during preparation before use inspection for an unspecified procedure. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: nozzle has foreign objects and suction connector has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle and suction connector had foreign objects due to insufficient cleaning. Due to clogging of the nozzle, the air/water supply volume and water removal ability did not meet the standard value. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover had a white clouded area, the adhesive also had a chip, and discoloration. The universal cord has a scratch. The switches number 2 and 3 had scratches. Switch number 4 had wear. The plastic distal end cover and the connecting tube had scratches. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. They did not confirm if there was any delay in the start of pre-cleaning, the customer did not confirm if they have flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they did not confirm if they have wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.